Event description:
Submitted log files captured the pump startup and low flow events on (B)(6) 2025. The calculated flow appears to have fluctuated below the alarm threshold of 2.0 lpm during the events. The log file contained low flow estimates as well as sustained low flow hazard events. The pump appeared to stabilize as the speed was adjusted to 4800 rpms. Starting on 19feb2025 at 4:13:25, the flow appeared to have stabilized.

Manufacturer narrative:
B2 - outcomes attributed to adverse: corrected manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this investigation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow alarms could not conclusively be determined through this investigation. The controller event log file contained events from (B)(6) 2025, per the timestamps. Multiple low flow alarms were captured on (B)(6) 2025, as well as numerous low flow fault flags that did not persist long enough to activate a low flow alarm. Flow appeared to improve when the pump speed was increased to 4800 rpm. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, "introduction," lists adverse events, including bleeding, neurological events, respiratory failure and death, which may be associated with the use of heartmate 3 lvas. This document also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a tear in the posterior wall of the left ventricle immediately post op with initial lvad implant surgery. According to the app, the flows went to 0.7 and the patient experienced immense bleeding from chest tubes. Patient lost a pulse and blood pressure. The surgeon emergently reopened the patient's chest and cannulated for cardiopulmonary bypass (cpb). Patient's down time was 20 mins before initiation of cpb and restoration of blood flow. The patient was critically ill and intubated with no sedation with partial loss of cranial nerve reflexes. Patient was terminally extubated and passed away on (B)(6) 2025 due to cardiogenic shock. The outcome was not device or therapy related; it was due to terminal extubation. An autopsy would not be performed, and the pump would not be explanted or returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.